Event description:
It was reported that, an 840 ventilator was giving inaccurate oxygen readings. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) verified the malfunction and reported that the oxygen sensor needed to be replaced.